Event description:
A healthcare professional reported patient developed horizontal stain noted at three months post operation lasik procedure right eye. During f/u visit, the patient informed experiencing fuzzy vision. The patient has been treated with topical steroid eye drops, collagen plugs, artificial tears, and cyclosporine ophthalmic emulsion eye drops. Upon f/u for add'l info, the reporter informed that the patient was referred to a specialist for dry eye treatment. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).